Manufacturer narrative:
(B)(4). Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient presented to the emergency room with presyncope episode, dizzy and shaking. Medical doctor reports patient had these symptoms before and had a lead revision. Presenting egm and latest auto threshold appear normal. The patient is going to be admitted and an interrogation has been requested. No additional adverse patient effects were reported.